Event description:
It was reported that removal difficulty was encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, after expanding the balloon twice at 20 atmospheres for 10 seconds each, it was difficult to remove the balloon. It was noted that the wire got flattened due to expansion making it difficult to remove. The procedure was not completed. No patient complications were reported.